Event description:
Clinical Narrative:A 73-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with SCAI Shock Stage E, was supported with an Impella CP inserted percutaneously via the right femoral artery. Patient¿s comorbidities are unknown. During support, laboratory specimens were noted to be hemolyzed and the patient's urine was reported as bloody. Imaging was performed to assess pump position, and echocardiography reportedly demonstrated the Impella positioned at 6 cm. The physician was notified and indicated that repositioning would not alter the patient's overall prognosis. The patient was subsequently transitioned to comfort care measures, support was withdrawn, and the patient expired. The Impella CP was explanted. It is unknown if the hemolysis resolved. The device was not removed due to the reported hemolysis event.The patient was transitioned to comfort care due to overall clinical status and subsequently expired. A causal relationship between the Impella device and the reported hemolysis or the patient's death has not been established. The death is conservatively being reported to the Impella CP but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in SCAI Stage E shock on multiple inotropes and pressors and was ventilated for respiratory support.Hemolysis is a known risk associated with Impella use and as described in the Instructions for Use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.